Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the harmonic ace instrument broke and a piece fell inside the patient. The fragment was retrieved during the same procedure. A back-up harmonic ace instrument was then used but the same issue occurred. Another broken piece was retrieved. A third back-up harmonic ace instrument was used to complete the procedure.

Manufacturer narrative:
The harmonic ace instrument has not been received a for failure analysis evaluation. A review of an image provided by the customer shows a harmonic ace instrument with a broken and separated curved blade.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have one blade broken at the base. A piece approximately 0.3285" x 0.0870" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. The findings confirmed the customer reported event.

Event description:
Refer to h11 for follow-up information.